Event description:
A trial patient reported that the call was about ens / screener / trialing. The patient left a message for the charge nurse at the hcp's (healthcare provider's) office. The patient was going through a trial for the following conditions: over active bladder, leakage and both urinary and fecal incontinence. The device was being counter production. The patient had the "runs" and had an increase in urgency and leakage. The patient was having major problems with the device and was wondering at what point she should turn stim off. Within 10-12 hours of getting the trial she gained 6-7 pounds of fluid. The patient had swelling and "edema" all the way up to her knees. Patient services reviewed how to turn stim off. The patient stated yesterday the device turned itself off. The patient was a sodium retainer and potassium waster, and takes 25 mg of eplerenone. They think she has hyperaldosteronism but they are not testing her for it because she would have to go off her blood pressure medication. The patient was a notorious fluid retainer and takes 80 mg of lasix a day. The patient also mentioned she takes a diuretic and mentioned insomnia. On (B)(6) 2015 a phone call was placed to the patient. The patient clarified the spelling of her last name and the name of her managing physician. When asked if her issue had resolved, the patient stated her issue was probably unrelated to her device. The patient did lose the water weight and did not have any kidney damage. The patient was instructed to turn the device back on again on (B)(6) 2015 and has an appointment with the doctor on (B)(6) 2015. Additional information received from the healthcare provider on (B)(6) 2015 noted that the issues were unrelated to the patient's interstim. No troubleshooting or interventions were required; the problem resolved on its own. Regarding were any malfunctions seen or cause of issue determined, it was noted: no. The patient was recovered without permanent impairment.

Event description:
Additional information received from the healthcare provider noted that regarding a cause for the issue: interstim turned off by patient due to symptoms unrelated to interstim. There were no device malfunctions related to the allegation. There was no troubleshooting done.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead.(B)(4).